Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00055.

Event description:
It was reported that an inserter jammed and would not release from the implant during surgery. The inserter disassembled after manipulation by the surgeon. An alternative inserter was used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned device was examined. The end cap was able to be unthreaded. It is likely that the device unthreaded, creating a gap which could lead to the instrument jamming. This gap in the handle likely loosened either during use or past processing. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that an inserter jammed and would not release from the implant during surgery. The inserter disassembled after manipulation by the surgeon. An alternative inserter was used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.